Event description:
On (B)(6) 2009, the pt reported that the luer lock of the infusion set broke causing insulin to leak into the cartridge compartment of the infusion device. She stated that the luer lock broke while she was at work and she may have "banged" it on something causing it to break. She then removed the insulin cartridge from the infusion device and the remaining contents of the cartridge spilled into the cartridge compartment. She switched to another infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device and infusion set were requested to be returned for eval.